Event description:
"Lost signals" report. Clinician identified a bent thermistor pin. The catheter was removed and another one was introduced. The thermistor pins on the second catheter also "got bent." This catheter was also removed and replaced with a co catheter. The pt ultimately died. The clinician felt that the incident did not contribute to the pt outcome although some delay was incurred in obtaining cardiac output values.